Event description:
It was reported that during preventive maintenance inspection, corrective work order for the pm. Stuck ratchet gear was found during investigation. There was no patient involvement or impact. Due diligence information complete. No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: canada. Review of the most recent repair record determined the ratchet gear was stuck on the bottom roll and the bottom roll was damaged. The gear, bottom roll, comb spring, set screw, washer, ratchet gear and spring pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.